Manufacturer narrative:
(B)(4): results: (90% stenosed lesion), (failure to deliver stent and stent deformation). Conclusion: (90% stenosed lesion). Eval summary: the stent was positioned on the balloon as per specification. The 8th, 9th, 10th and 11th distal stent segments were raised, stretched and deformed.

Event description:
The physician was attempting to implant a 2.75 mm diameter x 18 mm length endeavor resolute rapid exchange (rx) drug eluting in a patient. Information received confirmed that despite pre-dilation of the target lesion, resistance was encountered delivering the stent across the lesion. The target lesion in the lad was reported to exhibit 90% stenosis. Prior to the delivery of resolute device, another stent was unable to cross the target lesion. The resolute device was inspected prior to use with no anomalities noted. No patient injury occurred and no clinical sequelae were reported. Please note that this device (B)(4) is distributed outside the united states; however, it is similar to the united states distributed product (B)(4).